Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostimulator product ID 3387-40 lot# v000625 implanted: (B)(6) 2025 product type lead product ID 748251 serial# (B)(6) implanted: (B)(6) 2005 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 09-nov-2009; product ID: 748251, serial/lot #: (B)(6), ubd: 12-oct-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that contact 4 on the right has high impedances, >5k in pre op with impedance check run at 1ma. Patient is not receiving therapy on this contact. Impedances did not clear after battery replacement. No symptoms. No events occurred leading to high impedances that patient can recall. No diagnostics or troubleshooting performed. Patient has a history of intermittently high impedances on this contact according to chart. Issue remains unresolved. No further actions planned.

Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurosti mulator product ID 3387-40 lot# v000625 implanted: (B)(6) 2025 product type lead product ID 748251 serial# (B)(6) implanted: (B)(6) 2005 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep affirms that replacement was due to regular battery end of life without association of device error or patient symptoms.